Event description:
The catheter currently implanted is producing negative readings. It is going to be explanted. (No more information provided by the reporter even after several reminders). However, this issue could have led to an absence of good monitoring for an undefined time.

Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, the catheter has been analysed by our quality control laboratory and a visual and functional control has been performed. The visuel inspection revealed that the catheter has been extended in a very abnormal way (more than 50mm). The function control showed e001 but did permit to reproduce the negative results. The microwire in the pa tube is cut.

Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, when the catheter will be returned, it will be analysed by our quality control laboratory and a visual and functional control will be performed.

Event description:
The catheter currently implanted is producing negative readings. It is going to be explanted. (No more information provided by the reporter even after several reminders). However, this issue could have led to an absence of good monitoring for an undefined time.